Event description:
It was reported that an unspecified malfunction occurred. On approximately (B)(6) 2025, the patient lost consciousness and collapsed. The patient was taken to the hospital via the fire department emts. He was in the hospital for four months. The patient stated that the cgm may have contributed to the reasons he was taken to the hospital but could not confirm why he lost consciousness and collapsed. The patient has cancer and part of the stay at the hospital was due to cancer rehabilitation treatment. At the time of the report, the patient was doing find. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.